Event description:
Ous MDR - it was reported that the lead and the device were explanted due to inappropriate shocks. A possible lead breakage was suspected. The device is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52.5 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the fragment the insulation was found rubbed through. In this region a fracture of the conductor cable to the ring electrode was noted. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.